Event description:
It was reported patient underwent total elbow arthroplasty on (B)(6) 2005. Subsequently, a revision was performed (B)(6) 2012 due to oversized distal humeral. The bearing, stem and segment were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-01897).